Event description:
During a cervical spine discectomy, the tip of the fixation pin broke off in the bone. The tip was not retrievable and remains imbedded in the bone in place of the bone screw. There was no harm to the patient. Manufacturer response for pre-fixation pin, medtronic (per site reporter): the vendor submitted a product experience report.